Event description:
It was reported during initial surgery of right hip, the doctor broached up to #4. The broach set where he wanted it. When the stem was implanted it sat proud about 5mm. It then twisted into more inversion than broach. This led to a 30 minute delay in surgery. However the procedure was completed successfully.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding an accolade tmzf stem that sat proud was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported during initial surgery of right hip, the doctor broached up to #4. The broach set where he wanted it. When the stem was implanted it sat proud about 5mm. It then twisted into more inversion than broach. This led to a 30 minute delay in surgery. However the procedure was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital kept device.